Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe) and and technical failure 316 (blower failure) during start up. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was returned for investigation. Vyaire received main electronic assembly p/n 030.500.060 s/n (B)(6) from (B)(6). Visual inspection of the unit under test (uut) found no indications of damage or misuse. Following start-up, the uut alarmed ¿state of alarm 200 "invalid calibration data - do not use device". The service screen was accessed, the alarm cleared, and screenshots of the uut configuration were taken. A circuit test was initiated but was found to fail. It was observed that the blower stopped immediately after starting. Further troubleshooting found the cfb output signal ¿!failsafecfb¿ to be in a low state, disabling the 24v output. Additional testing found the coldfire board s/n (B)(6) failing when blower output exceeded approximately 50-60l/min. The main electronic assembly was found to function to specification when tested with a known good cfb. The original complaint was confirmed and duplicated. The uut was tested and found to have a failed component. However, alarm 515 could be due to calibration failure. It was unable to determine the reason related with 24v.